Event description:
It was reported by svc report that the right siderail did not always latch on the stretcher, the brakes were not holding and the fowler could not be raised or lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.